Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung during a lower lobectomy procedure, the handle was able to recognize the reload but reload would not come off the adapter. It was also stated that the surgeon was able to press the green button and squeeze the handle but stapler was not able to fire. They used a different device to complete the case. There was no patient injury.